Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic whipple procedure, during duodenum resection, the surgeon was able to press the green and squeeze the handle but the device did not fire. The same issue occurred with another reload. A manual stapler and a new reload were used to complete the case. There was no patient injury.